Event description:
It was reported that the customer stated the tracheostomy tube was not checked prior to use. The tracheostomy tube was inserted into the patient and air was put in. The balloon could not be inflated. The patient was re intubated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested.